Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the procedure during inspection, the helix on the lead could be screwed in and back out with no abnormalities. During the procedure, the physician attempted to implant the lead, but it could not be fixed after trying many times. The lead was removed from the patient and the helix was not able to be screwed in and back out. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.